Manufacturer narrative:
Upon review, the tendril lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating that during the implant procedure, the helix was unable to be extended or retracted after the lead had been inserted into the patient. The lead was removed and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to insertion into the patient, the helix of the right atrial (ra) lead was tested and it was noted that the helix would not extend from the ra lead. The ra lead was replaced and the procedure was completed successfully with no adverse consequences to the patient.